Manufacturer narrative:
The complaint is verified and the root cause was determined to be electrical component failure. Potential factors unrelated to the manufacture or design of the device which could have contributed to the reported event includes: a power surge to the subject controller, using an improper power cord or improper extension cord, or a loose power connection, failure of an electronic component inside the subject controller. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a procedure using a quantum 2 controller, no plasma was being generated upon activation. This deficiency resulted in a one hour surgical delay. Ultimately, the procedure was completed using a back up device. There were no patient complications reported as a result of this event.